Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13241. Related manufacturer reference number: 2938836-2019-13242. It was reported that when the patient presented at a follow-up in-clinic, a pocket infection was observed. The entire system was explanted. The patient was discharged.